Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the device has not been received by the manufacturer at the time of this report. Part number reported is not being manufactured currently, however, samples from a part number of same family were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. Two potential lot numbers were provided (73f1700699 and 73f1700010). Device history record reviews did not show any issues related to this complaint. A record assessment (fmea) was conducted and no update required. Customer complaint cannot be confirmed. Corrective actions cannot be established if the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the pilot balloon separated from the ett while rt working with the tube which required reintubation." Customer reports the patient was successfully reintubated and was not unstable during the exchange.

Manufacturer narrative:
(B)(4). The customer returned thirty units 5-10116 et tube, cf, 8.0 for investigation. All thirty samples were representative samples. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed with the pilot balloons or any other part of the devices. Three of the samples were tested. The inner and outer diameters of the machine side (proximal end) of the connector were measured. After measurement, it was confirmed that both the inner and outer diameters met the range of acceptable tolerances. Next, the inner and outer diameters of the tube side (distal end) of the connector were measured. Once again, both diameters met the range of acceptable tolerances. No dimensional issues were found to suggest that the connector would disconnect during use. A functional inspection was performed on three of the returned samples by testing for proper inflation and deflation of the balloon cuffs. (Con't) other remarks: upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. No issues were observed with the pilot balloon. The connector of the tubes were also tested. The connector was initially able to detach and reattach to the tube easily. The connector was then pushed further into the tube, as instructed in the IFU, to make it more secure. After doing so, the connector was no longer able to easily detach from the tube. The connector appeared to be firmly in place. The same process was used to test the other two representative samples. No issues were found with either sample as they were both able to inflate and deflate properly and the connectors had no issues. The customer did not know the exact lot number but reported two possible lot numbers. A DHR review was performed on both lot numbers reported and there were no issues found that could relate to the re ported complaint. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The IFU also states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "pilot balloon separated from ett" could not be confirmed since the actual sample was not returned. The customer returned thirty representative samples in place of the actual sample that resulted in the complaint issue. Upon functional inspection of the samples, no problems were found with the pilot balloons. All three of the tested samples were able to properly inflate and deflate. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
Customer complaint alleges "the pilot balloon separated from the ett while rt working with the tube which required reintubation." Customer reports the patient was successfully reintubated and was not unstable during the exchange.